Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported that the fms pump was described to have higher flow than usual and requested a replacement. I replaced the pump with another from my inventory. I personally feel that it was likely caused by the surgeon mistakenly activating the blood stop button on the shaver handpiece. No patient consequences. Additional information from the sales rep 8-16-2018: account name: (B)(6) hospital. Serial number: (B)(4). The failure occur during arthroscopy. No surgical delay. Pump replaced same day.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. Correction: the manufacturer contact name has been updated as (B)(6). Contact phone number and email address have been updated accordingly. Additional information: a device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Investigation summary: the device was received at the service center and evaluated. The defect reported by the customer has been verified and repaired. The following repair activities were performed: per service manual operational and diagnostic analysis confirmed reported issue (higher flow than usual), replaced damage / bent pinch valve guard as identified in the investigation to address the reported issue. Also replaced damage / bent front mounting plate and console cover. Replaced suction roller pump head due to noise issue. Per sb, performed cpld version upgraded to 1.7 . The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The damaged bent pinch valve guard is the root cause for the reported issue. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate UDI:(B)(4).